Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be provided when further information is available.

Event description:
Customer reported that prior to use on a patient, the intra-aortic balloon pump (iabp) displayed error code "electrical test fails #58" upon power up. No adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was not able to duplicate the reported issue. However, the fse replaced the solenoid driver board because the reported error code is generally created by the solenoid driver board during start up self test. In addition, the fse performed full preventive maintenance and calibration procedure as per chapter four of the cs300 iabp service manual. The iabp performed appropriately and was returned to the customer for clinical usage.

Event description:
Customer reported that prior to use on a patient, the cs300 intra-aortic balloon pump (iabp) displayed error code "electrical test fails #58" upon power up. No adverse event was reported.